Event description:
In review of published literature, these findings were noted. Charles j. Keith jr, ba, marc a. Passman, md, michael j. Gaffud, md, zdenek novak, md, mshi, benjamin j. Pearce, md, thomas c. Matthews, md, mark a. Patterson, md, and william d. Jordan jr, md, "comparison of long-term outcomes following endovascular repair of abdominal aortic aneurysms based on size threshold". Copyright 2013 by the society of vascular surgery. From 01/2000 through 12/2011, 740 pts underwent endovascular repair of abdominal aortic aneurysms at the university of alabama-birmingham university hospital, 383 (51.8%) of whom were implanted with gore excluder aaa endoprostheses. The mean age ranged from 69.3 to 73.6 years. More than half of the pts were male. The article describes the perioperative complications, aneurysm enlargement greater than 5 mm, and secondary interventions were noted in an unspecified number of patients. One rupture-related death after evar was also noted. The article did not indicate which events, if any, involved excluder devices.